Manufacturer narrative:
This is an initial report. A investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
A customer reported that the unit of the measurement setting of their freestyle meter changed. There were no report of death, serious injury or mistreatment. The customer's meter has been returned and an investigation is underway.